Event description:
Procedure: cholecystectomy. According to the reporter: during the surgery the clips were placed correctly on the tissue. The clips opened spontaneously after placement and fell off the vessel. The clip fell into the pt; however, the clip was removed from the pt. Bleeding was reported less than 250cc, but the vessel was damaged. The staff had to put another clip on the vessel. Another device was used to complete the case. The exact extension of operative time is unk, but the staff had to change devices, remove the clip, find the vessel, and remove the blood.

Manufacturer narrative:
(B)(4).